Event description:
It was reported that high impedances above 10,000 ohms were noted on contacts 8 and 9. There were no signs or symptoms related to the event, and the patient was reprogrammed on (B)(6) 2011. The outcome was reported as ongoing with no further action needed.

Manufacturer narrative:
Lead model 3487a-56, lot # v083355, implanted: (B)(6) 2008, explanted: na; lead model 3487a-56, lot # v137815, implanted: (B)(6) 2008, explanted: na; lead model 3487a-56, lot # v137815, implanted: (B)(6) 2008, explanted: na; lead model 3487a-56, lot # v660847, implanted: (B)(6) 2011, explanted: na; extension model 3708240, serial # (B)(4), implanted: (B)(6) 2008, explanted: na; extension model 3708240, serial # (B)(4), implanted: (B)(6) 2008, explanted: na; programmer model 337743, serial # (B)(4); accessory model 37752, serial # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information. The patient had loss of stimulation paresthesia in the left leg. It was noted the event was related to the device or therapy, but not related to the implant procedure. The device was reprogrammed again on (B)(6)-2012, and the issue resolved without sequela.